Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the needle to be broken at the swage. Damage was observed outside the loading slot, indicating that the blade struck the needle before the needle was properly seated in the jaw. Functional testing could not be performed on the needle since it was returned broken. It was reported that the needle broke. The reported issue was confirmed. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition of suture broken that was not related to the reported condition. Visual inspection noted that the suture was returned broken in three segments. The suture was broken at the barbed section at two points. The loop end of the suture was observed to be intact. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: progressive loss of tensile strength and eventual absorption of the absorbable sutures occurs by means of hydrolysis. This loss is triggered when exposed to the environment or clinical application. Damage during use may result in inadequate sample length to perform testing and/or deformation of the suture contributing to a loss in tensile strength. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, in an attempt to close the vaginal cuff, half of the needle broke. An x-ray was used to confirm the piece of needle that was lodged in the vaginal cuff. The other half was still inside and loaded into the device. It was noted that the piece was left inside the patient. The procedure time was also extended for more than 30 minutes.

Manufacturer narrative:
D10. Concomitant product: 173016, 173016 endo stitch instrument (lot#j4g4595ey). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.